Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated false elevated magnesium of 7.6 mg/dl on sid (B)(6) that repeated 1.8 mg/dl. The account uses a normal range of 1.6 to 2.6 mg/dl. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
Field service (fs) inspected the system. Upon inspection, fs replaced a leaking high concentration waste peristaltic head tubing, the cuvette drying tip, and washed the cuvettes. Fs verified system performance with a precision run and acceptable qc results. Fs identified the peristaltic head tubing as the likely cause. The architect instrument logs confirm that the pressure monitoring board was functional at the time. A review of the architect service history found no subsequent reports involving erratic results caused by the peristaltic head tubing. A review of the service history found no additional contributing factors and no additional reports of discrepant or inconsistent results have been received since fs replaced the peristaltic head tubing. A 12 month review of complaint and trending data for the peristaltic head tubing did not identify an adverse trend or systemic issue. A review of tracking and trending data for clinical chemistry systems revealed no issues or adverse trends related to the current complaint. A review of the erratic result rate data did not identify and adverse trend. No trends or issues related to the current complaint were identified. The architect system operations manual and c8000 system service and support manual provide adequate information regarding patient result flagging, maintenance, component replacement, operational precautions and limitations of result interpretation, and troubleshooting the reported issue. No product deficiency was identified.